Manufacturer narrative:
This report is submitted on july 12, 2017.

Event description:
It was reported that the patient experienced breakdown of wound at implant site which resulted in explantation of the device on (B)(6) 2017. The patient was reimplanted with a new device on the contralateral side.